Event description:
Caller states the pt tested hi on the inform system while testing 196mg/dl on a lab drawn at the same time. A test performed on an additional professional device produced a result of 214mg/dl within 10 minutes of the hi result. No adverse event reported. No treatment info provided. Requested return of suspect system and replacement was sent.